Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Microscopic investigation revealed electrode ring 3 was shifted distally on the catheter shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the investigation preformed and the information provided, the root cause of the detected issue could not be confirmed.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode.